Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('physical pain, pain.') In a 29-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst of ovary, abdominal discomfort, abdominal pain, fatigue, pap smear abnormal, cervical dysplasia, lymphoid tissue hyperplasia (endocervix), uterine cervical metaplasia, cervicitis nos, loop electrosurgical excision procedure and cervical dysplasia. Concomitant products included estradiol since (B)(6) 2015, ethinylestradiol;norgestimate (ortho tri-cyclen lo) since (B)(6) 2012, ibuprofen, norethisterone (mini pill) since (B)(6) 2012, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy ¿ right sbo and left remnant of tube removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils noted in the endometrium on the right not fully deployed on the left. No cavity coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: 1. Right fallopian tube and ovary: mature cystic teratoma of the ovary, fallopian tube without any significant histopathologic alteration 2. Uterus and cervix, hysterectomy: - uterus with proliferative phase endometrium. - no hyperplasia. - cervix with chronic endocervicitis. - no dysplasia seen. - two fallopian tubes with scarring of the lumens and no epithelium present. - one has foreign material with foreign body giant cell reaction. Gross description: ovary has been previously incised . The ovary is further incised to reveal multiple cysts containing clear, serous fluid, clear mucinous fluid and creamy yellow, grumous material with gray-black hair. The inner lining is pink-tan and smooth with no papillary excrescences and the cysts range from 0.5 cm in diameter to 12.0 x 6.0 x 3.5 cm in the area which has been previously disrupted. The cyst wall ranges from 0.1 to 0.6 cm in thickness and displays tan -white corpus albicans within the attenuated ovarian wall. There is a focal thickened area of a cyst wall which displays golden yellow, lobulated adipose tissue and focal calcification with in the wall, with the wall measuring up to 2.3 cm in thickness in this area. On the surface opposing the cyst with the grumous material is a cyst with clear mucinous material, which is adjacent to the area of bone and adipose tissue. There is an essure coil present in the fallopian tube remnant and the uterine fundus. There is a well demarcated squamocolumnar junction and a tan trabeculated endocervical canal. The endometrium is pink-tan , velvety and lush and measures 0.2 to 0.3 cm in thickness. The myometrium is pink-tan and smooth and measures 1.7 cm in thickness in the posterior wall and 1.2 cm in thickness in the anterior wall. Dissection of the left fundus does not display an additional essure coil. The attached right fallopian tube remnant measures 0.5 x 0.5 x 0.5 cm. Protruding through the distal end is a portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the lumen. Representative section of fallopian tube is submitted in cassette 2f. The attached left fallopian tube is dusky purple red and measures 3.0 x 0.6 x 0.6 cm. Protruding through the distal end is a small portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the pinpoint lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('physical pain, pain.') In a 29-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst of ovary, abdominal discomfort, abdominal pain, fatigue, pap smear abnormal, cervical dysplasia, lymphoid tissue hyperplasia (endocervix), uterine cervical metaplasia, cervicitis nos, loop electrosurgical excision procedure and cervical dysplasia. Concomitant products included estradiol since june 2015, ethinylestradiol;norgestimate (ortho tri-cyclen lo) since july 2012, ibuprofen, norethisterone (mini pill) since july 2012, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In may 2013, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy ¿ right sbo and left remnant of tube removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils noted in the endometrium on the right not fully deployed on the left. No cavity coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: 1. Right fallopian tube and ovary: mature cystic teratoma of the ovary, fallopian tube without any significant histopathologic alteration 2. Uterus and cervix, hysterectomy: - uterus with proliferative phase endometrium - no hyperplasia - cervix with chronic endocervicitis - no dysplasia seen - two fallopian tubes with scarring of the lumens and no epithelium present - one has foreign material with foreign body giant cell reaction gross description: ovary has been previously incised . The ovary is further incised to reveal multiple cysts containing clear, serous fluid, clear mucinous fluid and creamy yellow, grumous material with gray-black hair. The inner lining is pink-tan and smooth with no papillary excrescences and the cysts range from 0.5 cm in diameter to 12.0 x 6.0 x 3.5 cm in the area which has been previously disrupted. The cyst wall ranges from 0.1 to 0.6 cm in thickness and displays tan -white corpus albicans within the attenuated ovarian wall. There is a focal thickened area of a cyst wall which displays golden yellow, lobulated adipose tissue and focal calcification with in the wall, with the wall measuring up to 2.3 cm in thickness in this area. On the surface opposing the cyst with the grumous material is a cyst with clear mucinous material, which is adjacent to the area of bone and adipose tissue. There is an essure coil present in the fallopian tube remnant and the uterine fundus. There is a well demarcated squamocolumnar junction and a tan trabeculated endocervical canal. The endometrium is pink-tan , velvety and lush and measures 0.2 to 0.3 cm in thickness. The myometrium is pink-tan and smooth and measures 1.7 cm in thickness in the posterior wall and 1.2 cm in thickness in the anterior wall. Dissection of the left fundus does not display an additional essure coil. The attached right fallopian tube remnant measures 0.5 x 0.5 x 0.5 cm. Protruding through the distal end is a portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the lumen. Representative section of fallopian tube is submitted in cassette 2f. The attached left fallopian tube is dusky purple red and measures 3.0 x 0.6 x 0.6 cm. Protruding through the distal end is a small portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the pinpoint lumen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Event" device dislocation " was added. Events¿ pelvic pain and abnormal bleeding (vaginal/menorrhagia)¿ outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain.') In a 29-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst of ovary, abdominal discomfort, abdominal pain, fatigue, pap smear abnormal, cervical dysplasia, lymphoid tissue hyperplasia (endocervix), uterine cervical metaplasia, cervicitis nos, loop electrosurgical excision procedure and cervical dysplasia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo) since july 2012, ibuprofen, norethisterone (mini pill) since july 2012, nsaids since 11-jul-2013 and paracetamol (acetaminophen) since 11-jul-2013. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy ¿ right sbo and left remnant of tube removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three coils noted in the endometrium on the right not fully deployed on the left. No cavity coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on 18-jul-2013: total bilateral occlusion. Pathology test - on 23-jun-2015: diagnosis: 1. Right fallopian tube and ovary: mature cystic teratoma of the ovary, fallopian tube without any significant histopathologic alteration. 2. Uterus and cervix, hysterectomy: uterus with proliferative phase endometrium. No hyperplasia. Cervix with chronic endocervicitis. No dysplasia seen. Two fallopian tubes with scarring of the lumens and no epithelium present. One has foreign material with foreign body giant cell reaction. Gross description: ovary has been previously incised . The ovary is further incised to reveal multiple cysts containing clear, serous fluid, clear mucinous fluid and creamy yellow, grumous material with gray-black hair. The inner lining is pink-tan and smooth with no papillary excrescences and the cysts range from 0.5 cm in diameter to 12.0 x 6.0 x 3.5 cm in the area which has been previously disrupted. The cyst wall ranges from 0.1 to 0.6 cm in thickness and displays tan -white corpus albicans within the attenuated ovarian wall. There is a focal thickened area of a cyst wall which displays golden yellow, lobulated adipose tissue and focal calcification with in the wall, with the wall measuring up to 2.3 cm in thickness in this area. On the surface opposing the cyst with the grumous material is a cyst with clear mucinous material, which is adjacent to the area of bone and adipose tissue. There is an essure coil present in the fallopian tube remnant and the uterine fundus. There is a well demarcated squamocolumnar junction and a tan trabeculated endocervical canal. The endometrium is pink-tan , velvety and lush and measures 0.2 to 0.3 cm in thickness. The myometrium is pink-tan and smooth and measures 1.7 cm in thickness in the posterior wall and 1.2 cm in thickness in the anterior wall. Dissection of the left fundus does not display an additional essure coil. The attached right fallopian tube remnant measures 0.5 x 0.5 x 0.5 cm. Protruding through the distal end is a portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the lumen. Representative section of fallopian tube is submitted in cassette 2f. The attached left fallopian tube is dusky purple red and measures 3.0 x 0.6 x 0.6 cm. Protruding through the distal end is a small portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the pinpoint lumen. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain.') In a 29-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst of ovary, abdominal discomfort, abdominal pain, fatigue, pap smear abnormal, cervical dysplasia, lymphoid tissue hyperplasia (endocervix), uterine cervical metaplasia, cervicitis nos, loop electrosurgical excision procedure and cervical dysplasia. Concomitant products included estradiol since (B)(6) 2015, ethinylestradiol;norgestimate (ortho tri-cyclen lo) since (B)(6) 2012, ibuprofen, norethisterone (mini pill) since (B)(6) 2012, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy ¿ right sbo and left remnant of tube removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils noted in the endometrium on the right not fully deployed on the left. No cavity coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: right fallopian tube and ovary: mature cystic teratoma of the ovary, fallopian tube without any significant histopathologic alteration uterus and cervix, hysterectomy: uterus with proliferative phase endometrium. No hyperplasia. Cervix with chronic endocervicitis. No dysplasia seen. Two fallopian tubes with scarring of the lumens and no epithelium present. One has foreign material with foreign body giant cell reaction. Gross description: ovary has been previously incised . The ovary is further incised to reveal multiple cysts containing clear, serous fluid, clear mucinous fluid and creamy yellow, grumous material with gray-black hair. The inner lining is pink-tan and smooth with no papillary excrescences and the cysts range from 0.5 cm in diameter to 12.0 x 6.0 x 3.5 cm in the area which has been previously disrupted. The cyst wall ranges from 0.1 to 0.6 cm in thickness and displays tan -white corpus albicans within the attenuated ovarian wall. There is a focal thickened area of a cyst wall which displays golden yellow, lobulated adipose tissue and focal calcification with in the wall, with the wall measuring up to 2.3 cm in thickness in this area. On the surface opposing the cyst with the grumous material is a cyst with clear mucinous material, which is adjacent to the area of bone and adipose tissue. There is an essure coil present in the fallopian tube remnant and the uterine fundus. There is a well demarcated squamocolumnar junction and a tan trabeculated endocervical canal. The endometrium is pink-tan , velvety and lush and measures 0.2 to 0.3 cm in thickness. The myometrium is pink-tan and smooth and measures 1.7 cm in thickness in the posterior wall and 1.2 cm in thickness in the anterior wall. Dissection of the left fundus does not display an additional essure coil. The attached right fallopian tube remnant measures 0.5 x 0.5 x 0.5 cm. Protruding through the distal end is a portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the lumen. Representative section of fallopian tube is submitted in cassette 2f. The attached left fallopian tube is dusky purple red and measures 3.0 x 0.6 x 0.6 cm. Protruding through the distal end is a small portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the pinpoint lumen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event dysmenorrhea (cramping), weight gain / loss specifywhich one: weight gain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain.') In a (B)(6) year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermoid cyst of ovary, abdominal discomfort, abdominal pain, fatigue, pap smear abnormal, cervical dysplasia, lymphoid tissue hyperplasia (endocervix), uterine cervical metaplasia, cervicitis nos, loop electrosurgical excision procedure and cervical dysplasia. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen lo) since (B)(6) 2012, ibuprofen, norethisterone (mini pill) since (B)(6) 2012, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy ¿ right sbo and left remnant of tube removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: three coils noted in the endometrium on the right not fully deployed on the left. No cavity coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: right fallopian tube and ovary: mature cystic teratoma of the ovary, fallopian tube without any significant histopathologic alteration. Uterus and cervix, hysterectomy: uterus with proliferative phase endometrium; no hyperplasia; cervix with chronic endocervicitis; no dysplasia seen; two fallopian tubes with scarring of the lumens and no epithelium present; one has foreign material with foreign body giant cell reaction. Gross description: ovary has been previously incised . The ovary is further incised to reveal multiple cysts containing clear, serous fluid, clear mucinous fluid and creamy yellow, grumous material with gray-black hair. The inner lining is pink-tan and smooth with no papillary excrescences and the cysts range from 0.5 cm in diameter to 12.0 x 6.0 x 3.5 cm in the area which has been previously disrupted. The cyst wall ranges from 0.1 to 0.6 cm in thickness and displays tan -white corpus albicans within the attenuated ovarian wall. There is a focal thickened area of a cyst wall which displays golden yellow, lobulated adipose tissue and focal calcification with in the wall, with the wall measuring up to 2.3 cm in thickness in this area. On the surface opposing the cyst with the grumous material is a cyst with clear mucinous material, which is adjacent to the area of bone and adipose tissue. There is an essure coil present in the fallopian tube remnant and the uterine fundus. There is a well demarcated squamocolumnar junction and a tan trabeculated endocervical canal. The endometrium is pink-tan , velvety and lush and measures 0.2 to 0.3 cm in thickness. The myometrium is pink-tan and smooth and measures 1.7 cm in thickness in the posterior wall and 1.2 cm in thickness in the anterior wall. Dissection of the left fundus does not display an additional essure coil. The attached right fallopian tube remnant measures 0.5 x 0.5 x 0.5 cm. Protruding through the distal end is a portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the lumen. Representative section of fallopian tube is submitted in cassette 2f. The attached left fallopian tube is dusky purple red and measures 3.0 x 0.6 x 0.6 cm. Protruding through the distal end is a small portion of essure coil. The tube is serially cross sectioned to reveal the essure coil present within the pinpoint lumen. Most recent follow-up information incorporated above includes: on 11-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Essure explant date added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Concomitant drug, medical history, lab data, reporter information, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.